Manufacturer narrative:
No device was returned; however, a video was returned for evaluation. Visual and functional inspection were not performed. It was identified that the cuff did not inflate completely because of the clinical user. However, it is not possible to confirm the root cause since the physical was not returned by the customer. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon installation of sterile water, the cuff port balloon hyperinflates before any fluid progresses through to inflate the cuff. Over inflated cuff port balloon does not indicate inflated cuff, therefore the external mechanism for cuff inflation assessment is inaccurate. There was patient involvement, but no patient harm/adverse event reported.